Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass noted. Unable to perform displacement test due to bleeding lcd glass. The test reservoir p-cap was able to lock in place.

Event description:
Information received by medtronic indicated that the insulin pump had damage and screen was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.